Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 486 (mg/dl). While in the ER, customer was treated with intravenous insulin. Customer was released after a few hours with a bg level of 261 (mg/dl). Customer indicated that they have reverted to insulin injections per their health care provider's recommendation until their bg levels have returned to target range. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to contact tandem technical support once they reinstate use of the pump, and for future elevated bg events.